Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had needle anomaly.. Customer stated that the needle came out and broken, it was still in the body. Customer reports that they did not received medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.